Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield base unit was received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. Shock cushion and ¼ inch pin were worn. Adjustment wrench had worn threads. Complaint confirmed via inspection of the unit. The shock cushion was worn from routine use, requiring replacement. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2005). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
An integra sales specialist reported on behalf of the customer that extension arms of the mayfield base unit move back and forward when the locking handle was locked in place; also the compression gel pad seemed to be worn. It is unknown if the device failure led to patient injury or surgical delay. No additional information is available.